Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high threshold. Repositioning the lead did not resolve the issue. The lead was explanted and replaced. The patient was in good condition.